Manufacturer narrative:
Other contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had inflation malfunction alarm on the equipment. No harm or injury to the patient was reported.